Manufacturer narrative:
Date of event was approximated to (B)(6) 2016, implant date, as no event date was reported. This complaint was reported by the patient's lawyer. The device was implanted by (B)(6) at (B)(6) medical center, (B)(6). (B)(4). Although the current manufacturing site for obtryx slings is boston scientific in (B)(4), the reported lot involved in this complaint was manufactured by: freudenberg medical, (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a obtryx ii system - curved device was implanted during a procedure performed on (B)(6) 2016. According to the complainant, after the procedure, the patient has suffered injuries as a result of the implantation of the device. These injuries include severe pelvic pain, leg and inner thigh pain, dyspareunia, and further urinary problems. The patient also claims to have suffered damages such as physical pain and mental anguish sustained in the past, physical pain and mental anguish that the patient will probably sustain in the future, physical impairment sustained in the past, physical impairment that the patient will probably sustain in the future, medical care expenses incurred in the past, and medical care expenses that the patient will probably incur in the future.